Event description:
On (B) (6) 2001, tvt sling / tape implant. I underwent urethral sling procedure several years ago. On (B) (6) 2009, pre-op diagnosis mixed urinary incontinence, rule out vaginal mesh erosion. Post -op diagnosis urethral erosion. I had noted recurrent symptoms with mixed urinary incontinence including stress, urge as well as incontinence without warning. History of constant significant vaginal pain. There was a large defect in the vaginal wall where there was a significant erosion into the urethral. The vaginal epithelium around this erosion was chronically inflamed and very friable. The visual inspection of the bladder demonstrated as least moderate descent of the bladder consistent with cystocele. There was some loss of coaptation of the proximal urethra in the bladder neck. Given the significant friability and the large defect complex, mobilization of the urethra was performed. Dates of use: (B) (6) 2001 -- (B) (6) 2009. Diagnosis or reason for use: urinary incontinence.